Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on april 27, 2018 with unknown blood glucose levels at the time of the incident. The customer does not believe the pump caused the low. The customer stated that they had not eaten enough food before going to sleep. The customer was given intravenous fluids to treat the low. The customer was at 258 to 308 mg/dl at the time of the call. The customer used the pump to treat the current high. The customer experienced high symptoms such as feeling hot and a stomachache. The customer was wearing the insulin pump during the incident. The customer reported air bubbles in the tubing and a possible leak as they could smell insulin. The customer also noted a bent infusion set cannula. Troubleshooting was not completed for the low but was completed for the high. The insulin pump will not be returned for analysis.